Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 04-mar-2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The device ehl showed alarm "cannot start pump without a latched and locked sensor." The cause of the customer reported issue was a latch lock sensor failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor and adjusted the occlusion detection sensor, wiped these components clean, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited the cassette ejection alarm. This occurred during priming at the facility, no patient involvement and no patient harm or adverse event reported.